Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp alarmed as the p-art (arterial pressure) was out of range. User tried to activate global override, but unknowingly activated intervention on p-art. The cardio technician activated global override, could not adapt alarm limits accordingly, switching off via the normal route according to the user is not possible, green tick was not accepted according to the customer. Device restarted via emergency mode. User successfully switched to the hand crank, since alarms and measured pressures were in the normal range after the restart, the device was further used. According to the customer, this was error-free until the cardiohelp was successfully expanded. According to the user, there was no patient damage. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected hls set was scrapped by customer and is therefore not available for investigation. The log files of the reported cardiohelp were reviewed and the error message "pump disposable error - stop" was logged 2 times . Further,the change to emergency mode is logged within the log files. Both error messages can be linked to the reported use of the emergency drive (hand crank). As the failure could not be replicated, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up); - disturbed (emi) pressure sensor; - connection of non-capatible sensor; - response time is too long; - positive or negative pressure beyond specification (release of tubes); - too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Referring to the instructions for use (IFU) of the caridohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2018-07-13.the review of the non-conformities has been performed on 2023-07-12 for the period of 2018-07-13 to 2023-07-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "alarmed as the p art was out of range" could not be confirmed or reproduced during fst investigation. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp alarmed as the part was out of range. User tried to activate global override, but unknowingly activated intervention on p-arterial. The cardiotechnician activated global override, could not adapt alarm limits accordingly, switching off via the normal route according to the user is not possible, green tick was not accepted according to the customer. Device restarted via emergency mode. User successfully switched to the hand crank, since alarms and measured pressures were in the normal range after the restart, the device was further used. According to the customer, this was error-free until cardiohelp was successfully expanded (according to the user, no patient damage). No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.